Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. The micro introducer ancillary device was returned inserted within the catheter. Two images returned for evaluation revealed dark burnt marks on coil/heating element of the closurefast catheter. Visual inspection of the catheter revealed multiple kinks on the catheter shaft. The kinks were approximately 22.5mm and 63mm proximal from the distal tip. Attempts were made to remove the micro introducer from the catheter heating element but these were met with resistance resulting in being unable to remove it. Biological residue was observed under the introducer. Visual inspection under magnification revealed dark/char marks on the catheter heating element. There was also evidence that the fep was melted. The coil was damage and exposed.

Event description:
It was reported that the physician intended to use a closure fast to treat the great saphenous vein (gsv). The IFU was followed. The generator displayed the error message "catheter not able to reach target temperature. Adjust compression". It was found after the catheter was removed from the vein that charring had occurred during withdrawal of the catheter. A new catheter was opened, and the procedure was completed successfully with this new catheter. No patient injury was reported.